Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using the rapidcross percutaneous transluminal angioplasty balloon catheter, left femoral artery access was obtained and the balloon was positioned in the mid segment of the right anterior tibial artery in a patient with peripheral artery disease. The balloon was slowly inflated to 4 atm, then 6 atm, with a maximum inflation of 8 atm, and difficulty maintaining inflation pressure was noted as the plunger on the inflation device reportedly required repeated advancement. After angioplasty was completed, the balloon reportedly would not deflate despite multiple attempts using the inflation device, and a locking 60 ml syringe was used to apply negative pressure to withdraw as much saline/contrast as possible while backing the balloon off along the guidewire. The balloon partially entered the 6 fr sheath and became stuck, and when traction was applied the balloon catheter was reported to feel as though it was stretching. The sheath and balloon were then removed together from the patient as one unit. The patient was reported to have been on the table longer with additional radiation exposure during efforts to remove the balloon, and the procedure was completed using a new device. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis the device was returned loaded into a 6fr sheath with the balloon stuck inside the sheath, the shaft is stretched in multiple places medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.